Event description:
The complainant reported the automated impella controller (aic) would not recognize the purge disc being inserted. New tubing attempting with same result. Staff requested the aic be sent back for investigation. There was no patient harm.

Manufacturer narrative:
The investigation has been completed. The impella pump was returned for investigation. Imc logs from the complaint date revealed that the console issued purge disc not detected alarm. The console was examined after arriving in field service. A broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the reported purge disc not detected alarm issue.